Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous lesion contributed to the reported failure to advance. Additionally, interaction with the lesion/anatomy during retraction may have resulted in an interaction with the stent implant that could have moved the stent on the balloon. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. The reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after pre-dilatation and deployment of a xience prime distal to the lesion site in the circumflex artery, the xience v was unable to cross the heavily tortuous lesion site proximal to the implanted stent. Upon removal of the xience v, the stent was noted as having migrated outside of the stent markers although it was stationary on the balloon. Another non-abbott stent was also unable to cross the lesion site. Pre-dilatation was performed prior to successful deployment of another xience v stent. No adverse patient effects were reported. No additional information was provided.